Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ; product ID: 37651, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient representative tried to charge patient yesterday and the insr will not turn on even though it is plug into the wall. Caller was thinking that the insr needed to be at 25% charged in order to use it to charge the ins. Technical services (ts) reviewed that if insr is plugged into wall, they should be able to use the insr even if insr is at 0%. Caller doesn't have components to provide sn. They are going up to visit pt today and will call back with sn so replacement dtc and replacement insr antenna (due to frayed cord) can be sent to caller. The patient representative reported that there was a frayed antenna. This needed to be fixed due to nursing home regulations. An email was sent to repair for replacement insr antenna. No patient symptoms were reported. Additional information received from the consumer reported the recharger wasn¿t powering up as both the recharger antenna and desktop charger cord were frayed so it wouldn¿t charge the implant. It was reported that the equipment was received, their dbs battery was charged and caller was on the way to the rehab where the patient was to turn the stimulator back on. The caller asked how to do that with the recharger, they know do not have a programmer, it may have been lost they do not know. Reviewed they can work with the lost replacement group to replace the equipment. Caller was not with the patient, caller would not be with the patient until nearly or after when pats is closed. Reviewed they could potentially ask a healthcare professional from the rehab facility to call tech support because they are open past 5pm and help them use what they have to turn stim back on provided the tech support phone number. Caller said, they cannot get the staff at the rehab to charge the ins battery for the patient that is why it is off.